Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 25-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report regarding a professional literature publication, journal of pediatric surgery 51 (2016) pages 154¿158, that referenced 13 different incidences, which were associated with separate units. This is the tenth of 13 reports. Refer to 2026095-2017-00065 for the first incident. Refer to 2026095-2017-00066 for the second incident. Refer to 2026095-2017-00067 for the third incident. Refer to 2026095-2017-00068 for the fourth incident. Refer to 2026095-2017-00069 for the fifth incident. Refer to 2026095-2017-00070 for the sixth incident. Refer to 2026095-2017-00071 for the seventh incident. Refer to 2026095-2017-00072 for the eighth incident. Refer to 2026095-2017-00073 for the ninth incident. Refer to 2026095-2017-00075 for the eleventh incident. Refer to 2026095-2017-00076 for the twelfth incident. Refer to 2026095-2017-00077 for the thirteenth incident. The article states: "patients treated with a peri-incisional on-q (I-flow, kimberly-clark, (B)(4)) also had higher infection rates (8.3% vs 2.4%, p < .001)." "Total of 156 patients were treated with a peri-incisional on-q (I-flow, kimberly-clark, (B)(4)) at our facility. Thirteen of those patients (8.3%) developed an infection which is significantly higher than the infection rate observed in patients who did not receive an on-q (2.4%);" no additional information was provided.